Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a dim and discolored display, a low force sensor calibration, and moisture ingress. This report is made based on results of investigation completed on 05/29/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/29/2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, the pump was powered on and the display screen appeared dim and discolored. The force sensor calibration was low and did not measure within specifications. The pump case was removed, and evidence of moisture ingress was found on the force sensor flex pins. (B)(6).